Event description:
Report received of dislodgement of rubber stopper from blood sample port during flushing. The set was attached to an unspecified central access catheter. The nurse had withdrawn a blood sample and had begun flushing the safeset reservoir when the rubber stopper in the sample port became dislodged. The nurse then turned the stopcock to the off position and changed the tubing without incident. There was no report of any blood leakage. There were no reported adverse patient effects. Though requested, no additional information was provided.